Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on the system controller power leads was confirmed. The system controller (B)(6) was returned for analysis, and it was found to have fluid ingress on the strain relief of the white power lead. The system controller was functionally tested and passed all testing. The system controller was connected with the returned modular cable (lot number: 7688721) and mock loop and was able to operate for an extended period of time. Additional provided information stated log files were unavailable and pictures were unavailable. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller cables. Heartmate 3 patient handbook (rev. D) section 4-¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was oxidation found in the patient's white power lead in clinic. There were no alarms and the modular cable and system controller were exchanged. The patient was noted to have previous damage to their modular cable (cs-204561) so it was also exchanged. No log files were available. There were no pictures available. Products would be returning.